Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but was difficult to release from the catheter. Reportedly, when the clip was attempted to be deployed, the spring of the handle broke. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Block h10:investigation results: a visual examination of the complaint device found that the clip assembly was not returned with the device. A kink in the control wire was noticed at the proximal section of the device. Additionally, the movement of the handle indicated that there was a full activation of the device. This failure showed that the adverse event occurred during the procedure and the device had no influence on event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but was difficult to release from the catheter. Reportedly, when the clip was attempted to be deployed, the spring of the handle broke. The procedure was completed with this device. There were no patient complications reported as a result of this event.